Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during basal delivery. The customer's blood glucose (bg) level was 374mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the occlusion was found to be within the infusion set tubing. An infusion set tubing change was performed and the customer received an additional occlusion alarms. The customer was to perform a complete supply change to address the occlusion.